Event description:
It was reported the patient could not adjust stimulation. It was noted the patient saw the ¿call your doctor¿ icon and power on reset (por) condition. It was reported the patient could not charge their stimulator. It was noted the patient was able to charge after meeting with a manufacturer representative. It was reported the patient was able to charge fully the night prior to report, but saw por the day of the call. It was noted the por was present when the patient had met with the manufacturer representative as well. It was reported the patient¿s last successful recharge was a month prior to call. It was noted the por condition started a week prior to call. It was reported the patient still had concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer representative. It was noted the patient still got por occasionally.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v465519, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-45, lot# v447352, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v435229, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v434089, implanted: (B)(6) 2010, product type: lead. (B)(4).